Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported right side ¿seroma caused by trauma." Additionally, healthcare professional stated "rupture and hematoma" at the time of explant surgery. Device has been explanted, discarded, and replaced.